Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery cap was broken and was not able to secure battery. Customer reported of receiving excessive battery out limit alarm as a result of loose battery. Customer's blood glucose was unknown. Customer was advises that battery cap would be replaced.